Manufacturer narrative:
Stryker further evaluated the device's memory logs and was able to verify the reported issue. The root cause of the reported problem was unable to be determined. A clinical review was performed and it was determined that it is unknown if the device contributed to the patient outcome.

Event description:
The customer contacted stryker to report that their device did not provide defibrillation energy during a cardiac arrest and unexpectedly lost power. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was not able to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report that their device did not provide defibrillation energy during a cardiac arrest and unexpectedly lost power. The patient associated with the reported event did not survive.